Manufacturer narrative:
Date sent to the FDA: (B)(6) 2017. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgical procedure for cystocele/rectocele on (B)(6) 2008 and the mesh was implanted. Since that day, the patient experienced problems with repeated erosion, pain in leg and hip and was unable to have sex because of pain. It was also reported that recently, 3d/4d scan has been performed and the patient has rectocele, cystocele and enterocele along with mesh erosion. It was also noted the mesh migration. The patient described that there is a ball of mesh rolled up in the pelvis, not of any use, just causing pain. The patient is, currently, trying to have the mesh removed but the doctor opined that it is almost impossible to fully remove. No further information is available.